Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 355 mg/dl. Customer was also experienced low blood glucose of 50 mg/dl. The customer's current blood glucose is 157 mg/dl. Customer's other blood glucose was 70 mg/dl. The customer was treated with intravenous insulin. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer states that insulin pump passed self test. Customer states that insulin pump was not working. The insulin pump will not be returned for analysis.